Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient's infusion set fell off during use. The blood glucose level of the patient at the time of event was 330 mg/dl. Moreover, the issue occurred with one infusion set used for three days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.